Manufacturer narrative:
The scope was not returned to olympus for evaluation. A review of the instrument service history showed no service records for the reported scope. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility on (B)(6) 2017 to observe the staff¿s reprocessing practice and to provide a reprocessing training. No reprocessing deviations noted by the ess. The cause of the reported event could not be conclusively determined at this time; however, improper maintenance could not be ruled out as a contributing factor to the reported event. The instruction manual states, ¿equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿

Event description:
Olympus was informed that during an unspecified procedure, a foreign object was seen inside the patient. It is unknown if the foreign object was already in the patient or if it came from the scope being used. The foreign object was retrieved from the patient and no patient injury was reported. Additional information was received that the user facility uses a non-olympus service entity for repair.